Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during service and repair activities, an automated impella controller (aic) underwent preventive maintenance. During purge pressure sensor verification testing, an audible cracking sound was noted as pressure was increased. Although the purge pressure measurements remained within specification, cracks were observed forming in the purge disc retainer during testing. The purge disc retainer was replaced. Following replacement, preventive maintenance testing was repeated and completed without further issues. The controller was tested and reported to be functioning as expected and within specification. The issue was identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.